Manufacturer narrative:
Findings: pump unable to vibrate during self-test due to broken vibrator black wire. No loud sound anomaly during rewinding noted. Audio beep functioned properly. No audio beep anomaly noted. Pump received minor scratched display window, cracked case at display window corners, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. The customer stated that pump is not vibrating. The customer was advised to perform self-test and pump did vibrate during the test. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack n the top right corner of screen on pump casing. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.